Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported that the excimer laser gave an error message during a patient's corneal refractive surgery. Failure of the device after the corneal flap was removed due to continuation of the problem caused the flap to be left open during this time causing the flap bed to dry. Without performing the excimer laser procedure, the flap was closed and the patient was referred to another hospital for surgery. According to the physician's opinion, it will take a certain period of time to know if the error might have caused any damage to the patient's eye. The patient would be followed for routine visits. Upon follow up, the patient was referred to another hospital for excimer operation. The patient was from another country and so it is thought that the patient underwent surgery and left the country.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company's acceptance criteria. The system history shows that the laser was verified successfully prior to and after the date of treatment. Logfile review could confirm the reported error "internal energy too high". However, the root cause of the energy message cannot be seen in the logfiles. Local risk management team assessed the error and concluded that the residual risk remains unchanged and at acceptable level. No increased risk for patient, user or third party. This is a known issue and a non-conformance investigation was already opened. However, the root cause could not be identified conclusively. Most possible root cause for the reported error was determined to be a faulty label on sensor. Label is sporadically placed incorrectly on sensor and conductive layer (building a conductive path) may lead to intermittent negative impact of the sensor measurement. This device was identified to be affected by this error. The manufacturer internal reference number is: (B)(4).